Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis device implanted on (B)(6) 2022. Reportedly the patient experienced hematuria and underwent cystoscopy. A 1cm area of beefy red tissue was noted in posterior vagina that was suspicious/concerning for mild urethral mesh erosion. The patient experienced vaginal bleeding/irritation/pain and underwent transvaginal excision of eroded urethral mesh sling on (B)(6) 2025. Recurrent stress urinary incontinence, urgency and frequency symptoms reported since excision and the patient underwent transurethral bulkamid injections and cystoscopy under general anesthesia.